Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the clip deployed inside the sheath. The physician removed the device. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as "pt is fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.